Event description:
It was reported that the arctic sun device had a zero-flow rate issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. The device was evaluated upon receipt. Alert 02 (low flow) seen in event log. The circulation pump command was 100%, but the flow rate was zero. Circulation pump was defective. Replaced circulation pump. This device was evaluated for functionality. It passed all tests successfully. The evaluation found no other issues with the arctic sun performance. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is event not an out-of-box failure and therefore, is not manufacturing related. Correction: b, f, h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had a zero-flow rate issue. Per follow up information received via email on 25oct2024, they repaired the device on the customer site. The problem was zero flow rate problem. Circulation pump was defective, and they replaced it.